Manufacturer narrative:
The affected device was examined onsite by dräger service; the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis it could be confirmed that the reported alarm ¿device failure¿ was posted at 03:07 p.m. On the 13th of december 2024. The "device failure" alarm message was caused by a detected significant difference between the measured inspiratory and expiratory airway pressure greater than 5 mbar. In reaction to this deviation in the pressure measurements the device preformed a pressure release (the safety valve opens to ambient). The log file entries indicate an application issue as root cause of the detected significant difference in expiratory and inspiratory pressure (patient-related and/or breathing system). At the time of the event, breathing accessories were used which are not part of the dräger list of accessories. It is recommended to use only accessories which are approved by dräger. There was no technical malfunction of the babylog vn500 device found as root cause for this event. The device was tested onsite according to the manufacturer¿s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms are posted to alert the user of the situation. Manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified and generated a corresponding alarm message. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that 'the ventilator stopped delivering flow while set to niv hfo, and all of the measured values (pip, map, etc.) Went blank except for the fio2 which read err!. The neonatal patient was taken off this ventilator and the device was put into standby then ventilation was restarted. Once restarted, the flow was delivered but still had no measured values and a flat waveform even when patient end was blocked. The ventilator was removed.' There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that 'the ventilator stopped delivering flow while set to niv hfo, and all of the measured values (pip, map, etc.) Went blank except for the fio2 which read err!. The neonatal patient was taken off this ventilator and the device was put into standby then ventilation was restarted. Once restarted, the flow was delivered but still had no measured values and a flat waveform even when patient end was blocked. The ventilator was removed.' There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.